Manufacturer narrative:
The insulin pump returned with broken end cap. Unable to perform basic occlusion, occlusion, prime test, excessive no delivery test and displacement test due to broken end cap. However, the insulin pump passed the displacement test. Drive support disk was inspected and no anomaly was noted.

Event description:
It was reported that the insulin pump is broken. Customer was changing the set, started the prime process and noticed the drive support cap was protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.